Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
The 2017 additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.